Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related 1627487-2020-01929.

Event description:
Related 1627487-2020-01929. It was reported during a reprogramming appointment the patient's scs system was exhibiting high impedance on multiple lead contacts. Reprogramming of the patient's scs system did not resolve the issue. Surgical intervention would be necessary to address the issue.

Event description:
Related MFR report: 1627487-2020-01929. Follow up information received identified the patient's entire scs system was removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.